Manufacturer narrative:
The patient experienced skin irritation on (B)(6) 2026 while using an mcot device with a universal patch configuration. The patient reported multiple symptoms including allergic reaction, irritation, rash, open sores, and rawness with open skin. The patient sought medical treatment for the skin irritation and was treated with prescription medication. The specific medication used is unknown. The patient discontinued service due to the skin irritation. It is unknown whether the patient followed the recommended skin preparation steps. The patient's history of skin sensitivity or allergies is also unknown. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient experienced skin irritation on (B)(6) 2026 while using an mcot device with a universal patch configuration. The patient reported multiple symptoms including allergic reaction, irritation, rash, open sores, and rawness with open skin. The patient sought medical treatment for the skin irritation and was treated with prescription medication. The specific medication used is unknown. The patient discontinued service due to the skin irritation. It is unknown whether the patient followed the recommended skin preparation steps. The patient's history of skin sensitivity or allergies is also unknown.